Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the right side drive chain was damaged. To resolve the reported issue, the drive chain was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect drive chain has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cervical spinal fusion, the imaging system was experiencing issues moving forward and back. The representative reported that there was resistance when moving forward and that the imaging system would move backward without prompt from the user. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.